Event description:
It was reported that a patient experienced a broken capsule after implantation of the intraocular lens (iol). It was stated that the lens was explanted and replaced with a sulcus lens. There was no patient injury reported. Additional information was requested but not received.

Manufacturer narrative:
(B)(4). The intraocular lens (iol) was returned to the manufacturer for evaluation. The sample was inspected at 10x microscope magnification and revealed that the lens received had viscoelastic residues and a crack in the optic zone. The lens condition is consistent with a lens that was explanted from the patient¿s eye. There were no manufacturing issues based on the analysis of the return. There is no indication of a product quality deficiency. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
All pertinent information available to abbott medical optics has been submitted. Placeholder.